Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient experienced their two front teeth to be wiggly and very sensitive. They also report that their "crooked tooth" is not dropping down to fill in the aligner and that lower arch keeps cutting their tongue no matter how much they trim down the aligner. The aligner cutting has resolved. They have been using hyper byte and have increased they usage time from 5 minutes to 20-30 minutes since it seemed that the 5-minute usage was not helpful.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.